Event description:
It was reported that 82 bd safetyglide¿ needles were found with fiber particles and "black blocks" embedded in them, and 3 needles had damaged packaging. All defects were found prior to use in lot# 9207686. The following information was provided by the initial reporter, translated from chinese to english: " 1. Before opening the package of disposable sterile injection needle, it was found that there were fiber particles, black blocks and impinged inside the product. 2. 10,000 products were purchased and 1486 were used by customer, among them there were 6 products found to have this problem. Due to this problem, the remaining products could not be used for the time being." "Update: received the customer's updated information, the number of black-spot defective products was 82, and there are 2 deformed packaging, and one damaged packaging"

Manufacturer narrative:
Investigation: multiple photos were received and evaluated. Two photos showed sample collection tubes which were not manufactured at this plant and were therefore not evaluated. From several photos it appeared that two or three packages had damaged top and/or bottom webs, which resulted in open seal conditions in these packages. They were from cavities 40 and 38. Four packages from unknown cavities were observed to have black foreign matter smears on the bottom web, outside the fluid path. It was not possible to tell whether the fm was on the inside or outside of these packages. It was larger than level 3 in size and if the fm was on the inside of the web, that would be a rejectable condition per product specification. Four packages from unknown cavities were observed to have one or two small black fm dots on each of their bottom webs. It was not possible to tell whether the fm was on the inside or outside of the packages. However, these particles were level 3 in size or smaller, outside the fluid path, and acceptable per product specification. The fm had appearance similar to ink but without samples to be tested it was not possible to determine fm¿s composition. To properly investigate potential root cause of the observed defects, physical samples are required. The type and potential root cause of the observed foreign matter could not be determined without the physical samples. A potential root cause for the damaged packages with open seal defects is likely associated with forming issue during the packaging process. Corrective actions had been implemented for open seal defect after the manufacture of batch 9207686: vacuum alarm and machine stop were added to the program. In case of low vacuum machine now stops and displays an alarm. Completed: 20 dec 2019. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 82 bd safetyglide¿ needles were found with fiber particles and "black blocks" embedded in them, and 3 needles had damaged packaging. All defects were found prior to use in lot# 9207686. The following information was provided by the initial reporter, translated from (B)(6) to english: " before opening the package of disposable sterile injection needle, it was found that there were fiber particles, black blocks and impinged inside the product. 10,000 products were purchased and 1486 were used by customer, among them there were 6 products found to have this problem. Due to this problem, the remaining products could not be used for the time being." "Update: received the customer's updated information, the number of black-spot defective products was 82, and there are 2 deformed packaging, and one damaged packaging"